Event description:
While draining the circuit water, noted dripping from circuit. Pinhole size hole opening found on the inspiratory circuit. Patient circuit changed out. Fisher paykel r266 - evaqua2 - infant ventilator circuit (0.3 to 4 l/min) dual heated with mr290 auto feed chamber. Lot #2101225886. Small hole discovered in circuit. Circuit was changed with no harm to patient. Ventilator support was not interrupted or impacted by pinhole in circuit.